Event description:
It was reported that during a thyroid procedure, some of the teflon pad was flaking off into the pt during use. The case was completed using the instrument with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.